Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15168. The patient has two leads (from different lots) implanted as part of his scs system. It was reported the patient's leads had invalid impedances on several contacts. Reprogramming was unsuccessful. Additionally, when the patient turns his head, the stimulation feels like it turns off. The patient was to meet with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.